Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed there was no image/scope was not recognized. The reported event was likely due to a failure of the patient board and printed circuit board. However, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had no image and was not recognizing older scopes. The issue occurred during preparation for use in an unspecified diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.